Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was being performed when the issue occurred and was completed by moving the patient to another system. The philips remote service engineer (rse) inspected system remotely and reviewed logs, then confirmed that aurora link communication issue between detector and detector controller, also found faults in the fan tray, switching cables between the x1 and x2 on ny16 fixed the issue. To resolve the issue completely, the fan tray part was sent to customer and customer replaced the part. The defective part was sent for further analysis, but the supplier's part analysis could not determine the cause of fan tray failure. However, replacement of fan tray had resolved the issue, and the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigationo outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating that the connection to the flat detector controller had failed, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.